Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's vision deteriorated to now requiring glasses. Nevro attempted to obtain a physician's assessment regarding the nature of the symptom but was unsuccessful. The patient is currently working through various programs to find optimum pain relief and there have been no reports of additional complications regarding this event.